Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report that the insulin pump alarmed no delivery. The customer's blood glucose level was 403 mg/dl. The customer treated with a manual injection. The customer's mother performed troubleshooting and the alarm was resolved and insulin exited the tubing. The caller was informed that the problem may have been caused by a set or reservoir occlusion. Nothing was replaced or returned.